Manufacturer narrative:
The device is expected to return for evaluation. It has not been received. Concomitant products: etoposide, MFR unknown; vincristine, MFR unknown; doxorubicin, mrf unknown; unspec spiros, ICU medical; unspec tubing set, MFR unknown.

Event description:
The event involved an extension set, 17 inch, 0.2 micron filter, clave ¿ y-site, secure lock that leaked from the edge of the micron filter cassette during a 24 hour infusion of a combination of doxorubicin, vincristine and etoposide. The customer reported that the filter set was applied to the IV tubing set with the spiros between and at the distal end closest to the patient on (B)(6) 2019, at approximately 1100. At 1300 on (B)(6) 2019, the filter reported to be leaking from the edge of the filter cassette, approximately 26 hours into the infusion. There were no obvious defects noted on the tubing set. There was patient involvement, but no harm reported.

Event description:
Additional information was received reporting that the filter extension set was used in the treatment cocktail of etoposide, vincristine and doxorubicin for a certain type of cancer and the filter leak occurs with the combination of drugs. The cocktail was mixed in a 1 liter bag that runs over 24 hours. The extension set is flushed with 0.9 normal saline and is attached via spiros to a primary plumset that connects to a spiros on the distal end, then to the patient¿s peripherally inserted central catheter (PICC). The typical set up on the primary plumset has 0.9 normal saline and the combination medication, etoposide, vincristine and doxorubicin, mixed in 1 liter is given on line b.

Manufacturer narrative:
H10 - the device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.